Manufacturer narrative:
Product analysis #706873873:the customer returned one image. The image shows a turbohawk pius device with the tip detached distal to the anchor pockets. The guidewire is prolapsed at the detachment sight. Based on the image received the customer complaint can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis the customer returned one image. The image shows a turbohawk pius device with the tip detached distal to the anchor pockets. The guidewire is prolapsed at the detachment sight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a turbohawk plus atherectomy device with a 6fr non-medtronic sheath and a .014 non-medtronic guidewire during treatment of the patients left proximal mid distal superficial femoral artery (sfa), popliteal artery, tibial/popliteal trunk, posterior tibial artery. Minimal vessel tortuosity was reported. Sfa diameter reported as 7.2-7.5mm. Posterior tibial artery diameter reported as 3mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated with a 3x150 nanocross balloon. The vessel was not post-dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. A mechanical jam was reported. The cutter driver stopped functioning while device in use in patient. It was possible to turn off the thumbswitch. No deformation was noted to the cutter. The device was safely removed from the patient. A replacement turbohawk plus atherectomy device was attempted to be used. Removal difficulties were reported. A non-medtronic guidewire wrap was reported. The sheath, turbohawk and non-medtronic guidewire were all pulled from the patient. The devices were safely removed from the patient. The non-medtronic wire was kept in partially and cut to remove the turbohawk but maintain wire access. Physician attempted to get a new sheath into the patient but then opted out and held pressure. Physician then attempted to get access at the groin but then ended up closing the case and procedure was completed. No vessel damage was noted. There was a delay in the procedure but did not result in any health consequences or impact to the patient. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.